Event description:
A (B)(6) male presented for a nanoknife ablation procedure of the pelvic sarcoma on (B)(6) 2011. The procedure was performed using six (6) single electrode probes placed under CT fluro guidance using a transperineal approach. Prior to ablation, the physician injected a mixture of contrast and d5w around the sarcoma mass to dissect it from the nearby structures which include but limited to the following: rectum, left and right ureter, and bladder. The rectum did not however separate from the sarcoma mass via hydrodissection. Contrast was injected into the rectal wall, transperinealy, to help differentiate the rectal wall from the sarcoma lesion under CT. The procedure was successfully completed with no harm or injury reported to the pt. On (B)(6) 2011, during a follow up examination, it was reported that the pt developed a fistula from rectum to bladder approx nineteen (19) days post procedure.

Manufacturer narrative:
The procedure was successfully completed with this device without complications on (B)(6) 2011. This report is being submitted to notify FDA of a serious adverse event that occurred nineteen days (19) post-procedure and was reported to angiodynamics on (B)(6) 2011. There was no report of device malfunction during the entire procedure. The company is trying to obtain add'l info on the pt's medical condition. Any new info obtained by angiodynamics will be reported as follow-up. (B)(4).